Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intractable pain and developed a potential infection. The system was explanted and a temporary lead was implanted and connected to the implantable pulse generator (ipg) externally. A new system was later implanted. No further patient complications have been reported as a result of this event.